Manufacturer narrative:
Gtin -- unknown as serial/lot numbers are unknown. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the article "hemolytic anemia after mitral valve surgery" (the japanese society for cardiovascular surgery, 2016 vol.45, no. 2, pp. 67-72), the goal was to describe a series of patients undergoing reoperation due to hemolytic anemia post-mitral valve surgery. In one case, the patient underwent mitral valvuloplasty with a 31mm tailor flexible annuloplasty band for treatment of mitral regurgitation (mr) due to prolapse of an anterior leaflet. Prior to implant of this annuloplasty band, a portion of the a2 anterior cusp and was removed and artificial chordae reconstruction was performed in the mitral position. A concomitant tricuspid annuloplasty (tap) was performed by de vega's technique. Approximately two months post-implant, the patient developed significant hemolytic anemia. A transthoracic echo (tte) revealed grade 1-2 mitral regurgitation requiring reoperation. On an unknown date, reoperation was performed. During surgery, a small perforation was confirmed in the p2 position of the posterior cusp. Paravalvular leakage (pvl) also was observed from a2 on the anterior cusp toward the posterior annulus resulting in incomplete coaptation. Artificial chordae was placed through the free edge of the anterior leaflet and the perforation on the posterior leaflet (p2) was closed with an autologous pericardial patch. Next, this annuloplasty band was explanted and a 30mm rigid saddle ring was implanted; however, a residual central leak was observed and covered with an autologous pericardial patch. Postoperatively, the ldh value improved and hb concentration had not decreased. The patient was making progress and was discharged from the hospital 21 days post-surgery. Recurrence of hemolytic anemia had not been reported within 44 months post-surgery. The article also highlighted three cases involving a sjm mechanical valve implanted in the mitral position: (1) hemolytic anemia developed secondary to a pvl at an undetermined time postoperatively; therefore, a redo procedure was required. The pvl was reported to have been caused by a disruption of the sutures between the mechanical valve and the annulus tissue. (2, 3) two more patients were reported to have died in follow-up. One patient died due to an exacerbation of heart failure secondary to pneumonia. The other patient died due to non-cardiac causes. No additional detail was provided to identify the devices.